Event description:
It was reported that this left ventricular (lv) lead exhibited high, out-of-range pacing impedance measurements of greater than 2000 ohms. The device and this lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).